Event description:
It was reported during an arthroscopic rotator cuff repair the physician (B)(6) was utilizing a magnum2 knotless implant w/inserter handle. While attempting to insert the anchor into the pts bone the anchor wings prematurely deployed. A speedscrew anchor was used to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
The pt identifier, age, weight and gender were not available.